Manufacturer narrative:
Reported event: an event regarding wear involving an unknown liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the patient underwent an uncomplicated tha in 2006. He presented to his surgeon in 2015 with increasing pain in this hip associated with some osteolysis. He underwent t revision to a metal on metal tha. In 2018 he again was experiencing increasing pain. Hi surgeon initiated an infection workup as well as bloodwork looking for serum iron levels for co and cr. The infection workup was negative. The co and cr levels were mildly elevated at 2-2 and 2-1 respectively. Intra-operatively black staining of the soft tissues were observed. There was also minimal corrosion of the trunnion. Pathology reports indicated inflammatory reaction due to metal ions but no altr. Revision surgery of a tha for pain and increased serum metal ions is confirmed. The root cause of this pain and increased serum metal ions cannot be determined from the limited documentation provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to wear of the polyethylene liner resulting in metal-on-metal contact between the metal head and the shell. The event was confirmed through clinician review of the provided medical records; however, a root cause could not be determined from the information provided. Further information such as device-identifying information such as catalog number and lot code, return of the devices, pre- and post-operative x-rays, and patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The medical records received under pi indicated that the patient also had a revision of the right hip due to pain and "failed metal on metal hip" whereby the shell, liner and metal femoral head were revised. Pathology results indicated that wear of the polyethylene liner resulted in metal-on-metal contact between the metal head and the shell. Intraoperatively, minimal corrosion of the trunnion was observed but the trunnion was noted to be intact, so the trunnion was cleaned and the stem was left implanted.